Event description:
On (B)(6) 2020 fujifilm corporation was informed that the subject endoscope was cultured and tested positive for 1 confluent growth. As part of a post- market surveillance activity, the subject unit was sampled and cultured for demonstrating proficiency of training on endoscope sampling and aseptic technique, prior to initiating the study protocol. Per study protocol, the endoscope was immediately quarantined after initial sampling, no patients were involved or exposed to the endoscope. Following the positive culture, the endoscope was not clinically reused. An additional sampling and culturing was performed after the second disinfection, and confirmed that 164 colony forming units (cfus) determined to be planococcus species (low-concern organism) were present. The endoscope was requested for return for instrument inspection/evaluation. There was no death or serious injury associated with this event; this report is being submitted in abundance of caution.

Manufacturer narrative:
The event description was revised to clarify that the issue occurred during training and not in a clinical setting. If any additional relevant information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Fujifilm conducted a re-sampling test on the subject scope and the result was negative. There were no observed malfunctions that could potentially lead to residual bacteria. If any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The scope was returned to fujifilm medical systems USA (fmsu), and sent to fujifilm corporation for inspection. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On august 29, 2020, fujifilm corporation was informed that the subject endoscope was cultured and tested positive for 1 confluent growth. As the subject unit was being sampled and cultured as part of a post-market surveillance activity, no patients were involved or exposed to the endoscope. Per study protocol, the endoscope was immediately quarantined after initial sampling, until culturing data were available. Following the positive culture, the endoscope was not clinically reused. An additional sampling and culturing was performed after the second disinfection, and confirmed that 164 colony forming units (cfus) determined to be planococcus species (low-concern organism) were present. The endoscope was requested for return for instrument inspection/evaluation. There was no death or serious injury associated with this event; this report is being submitted in abundance of caution.